Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) was dispatched to the site and confirmed that the problem is with wired footswitch. To resolve the issue, fse repaired the wired footswitch. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was some problem with wireless footswitch. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and confirmed the problem. It was identified that wireless footswitch was faulty. The foot switch has been repaired and the system was returned to use in good working order.